Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with sievers type 1 bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the bav, during the first attempt at deployment, at 80% deployed, the valve was not fully expanded due to the patient¿s bicuspid anatomy and heavy calcium burden. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. The valve and dcs were replaced. A second bav was performed. During the second attempt at deployment, at 80% deployed, the second valve was not fully expanded. The second valve and dcs were withdrawn from the patient. The procedure was aborted. No issues with the patient were reported. It was noted the patient would be scheduled at a later date for an open aortic valve replacement. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two media images were provided for review. Patient executive summary was not provided for anatomical review however heavy calcium leaflet and annular calcium can be seen in the media images provided. Of the two media images provided there is the pre-dilatation attempt and the medtronic bioprosthetic valve deployed at 80%, it is unsure if this is the first or second attempt. The first set of images show the pre-dilation from start of inflation; the ¿dog boning¿ which is indicative of stenosis can be seen. The image in the middle show expansion but it does not yield for long. The image on the far right shows the area of stenosis collapsing back quickly. Another image shows the medtronic bioprosthetic valve with an infold and is not well expanded. It is hard to demonstrate on static images but as the heart beats you can see the frame appearing crushed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.